Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, crts (B)(4) (con, rep): information was received from a manufacturing representative (rep) and a patient. The rep reported that the patient was just sitting on the couch when the stimulation increased in intensity to 2.8v. The rep stated that they figured out that the implantable neurostimulator (ins) was switching to the mobile position because the patient was moving their leg while sitting. The rep added that after this occurred, the patient could not communicate with the ins using the controller. They noted that they had the patient take the antenna in and out and put new batteries in the controller, as well as try to communicate without the antenna connected. They confirmed that the patient was charging the morning of the report. Additional information received from the patient on (B)(6) 2018, indicated that they started noticing that stimulation was turning on randomly on its own after being shut off. They mentioned that this has happened twice now. The patient added that the stimulation would jump to 2.8v within seconds. They stated that all day on saturday and sunday the stimulation would turn on every 5 minutes after they turned it off, and they were not changing positions. The patient noted that it was random, and a couple of times it happened when they were driving. They mentioned that they were not around any emi. After patient services inquired on how the patient turned off the stimulation, they stated that they turn it down to zero and pressed the off button, so the controller shows no lightning button. The patient stated that the only adaptive stimulation (as) they have is for standing up and laying position. Patient services reviewed that sitting and standing is the upright position, and that the patient needs to adjust stimulation and wait for 3 minutes, or the patient can choose to turn the as off. The patient stated that they did that with the rep on the friday prior to the report. Patient services had the patient use the controller at the time of the report. They indicated that the controller showed that as was on, the ins was on, and that the patient was in group b in upright position. Patient services assisted with turning as off. The patient was to follow-up with their healthcare provider. No further complications were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they believe that the adaptive stimulation was turning on by itself due to the patient changing their body position. Or the rep believed that the patient had turned the device off. The rep stated that they reviewed with the patient turning off adaptive stimulation again. They noted that the patient needed to press sync after bringing up the ¿a with a flash through it¿ on their programmer. The issue has not yet been resolved. The patient was to meet with another rep in their area. No further complications were reported or anticipated.